Event description:
The port was placed on 10/11/96 for injection. It was reported that there was trouble getting the needle to stay in the port. The pt's incision was reopened and the port was removed on 10/29/96. It was reported that the septum was swelled & separated after removal.